Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the results of the investigation, because the device was not returned, a specific root cause could not be identified. However, it was confirmed the image was displayed when another scope was connected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Since the customer found no issues with the oev262h monitor, it will not be returned. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer called olympus technical assistance center (tac) to report the monitor displayed a fuzzy image while preparing for a procedure. There was no patient involvement. During troubleshooting, the customer tried a different scope with the monitor and there was no image issue.